Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 23218 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 2 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation the balloon was observed to be bent. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was conducted. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.75 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed return product inspection due to a kink observed on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup for a cryo ablation procedure, when the balloon catheter was inflated outside the body it was found that the shaft inside the balloon was significantly bent. The deflection on the catheter side was checked and found to be normal, and the physician manually returned the shaft to its normal position and attempted inflation again, but the same issue was observed. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.